Event description:
The fixator was applied to treat a distal radius fracture. Several weeks post application, the pt reported the fixator "came off" while he was sleeping. The md casted the pt. There was no further incident and the pt has since healed.